Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far-field r-waves were seen but not sensed on the atrial lead on a remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that possible intermittent atrial lead oversensing was seen on remote transmission.